Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) rhythm because uncorrelated and anti-tachycardia pacing (atp) was provided. The second atp accelerated the rhythm, which changed to a wider faster morphology. The third atp attempt converted the rhythm. The was unknown whether the physician thought the atp was inappropriately provided. Technical services (ts) discussed to consider rate cutoff as the rhythm was very paroxysmal. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A series of electrical tests were performed, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) rhythm because uncorrelated and anti-tachycardia pacing (atp) was provided. The second atp accelerated the rhythm, which changed to a wider faster morphology. The third atp attempt converted the rhythm. The was unknown whether the physician thought the atp was inappropriately provided. Technical services (ts) discussed to consider rate cutoff as the rhythm was very paroxysmal. This ICD remains in service. No adverse patient effects were reported.